Manufacturer narrative:
The lot number was provided for the malfunction and a lot history review was performed. The device and a photo were returned for evaluation. The investigation identified component missing. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 1808062 implantable port allegedly experienced component missing. This information was received from one source. The malfunction did not involve a patient. Age, weight, and gender were not provided.